Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 26-dec-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a decrease in pain control. An x-ray was ordered by the healthcare provider. Imaging revealed change in lead positioning which required surgical replacement. On (B)(6) 2020 the ins was interrogated and an impedance check was performed and contact 13 on lead 2 was >10000. The issue was resolved at the time of report.